Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient got a tremendous shock that stayed with them for quite some time and went down into their feet and to their vaginal area. Caller reported that the shocking lasted all night long.. They turned off the therapy immediately after it happened, but it didn't resolve the issue. Caller stated that they took the external devices outside of the room so that the patient wouldn't get shocked anymore. Agent reviewed general use of external devices. Caller stated that the event occurred either 12/31 or 01/01. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a friend/family member on 2025-jan-08. Caller said the patient has the device for bladder and bowel control. Caller said it wasn't doing much. Caller said the device came on and shocked the patient severely. Caller said the shocking continued after moving the communicator away from the body. Caller said they went to the hcp and learned they were using the external devices incorrectly. Reviewed external device use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their contact with the manufacturer was to get the proper procedure to operate the controller and they had a very good response. This issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.